Manufacturer narrative:
MFR ref no (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom constant door not fully latched messages, caused by a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no pt injury.